Manufacturer narrative:
Based upon the investigation findings, the reported type iiia endoleak and rupture could not be confirmed due to limited info. A mfg record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. A design or mfg root cause for the reported event was inconclusive.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
It was reported that the patient had a procedure on (B)(6) 2013 with bifurcated, an infrarenal aortic extension. On (B)(6) 2015 the patient was admitted emergently with a rupture. Reportedly, there was a separation between the bifurcated and the proximal extension causing an endoleak. The physician elected to implant an infrarenal aortic extension to seal the leak. The patient is in stable condition.

Manufacturer narrative:
During medical information review of a subsequent complaint, it was discovered that there was enough information for a proper investigation of this case. At the completion of the clinical assessment, there was substantial evidence to support the reported endoleak type iiia with complete component separation and successful secondary repair. Additionally there was evidence to reasonably support the following observations; severe stent cage dilation and endoleak type iiib of the cuff, and stent cage dilation of the main body. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal was due to the compromised stent graft integrity of the cuff and main body stent as an observed stent cage dilation. The most likely cause of the compromised stent graft integrity of the cuff was the marginally acceptable 60 degree neck angulation - an anatomy related issue along with the use of strata material. Procedure related issues that might have contributed to the lateral movement and eventual stent separation was likely the presence of a type ii endoleak (cautionary product use condition) and the pre existing use of antiplatelet therapy. There were no identified user related issues. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: (B)(4).

Event description:
During the review of a subsequent complaint, if was discovered that the medical records includes enough medical information to re-assess this case.